Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 8.2-11.5cm and 10.3-13.2cm from the helix. Internal insulation abrasions were found under the rv shock coil at 3.1-3.3cm, 3.5-3.9cm, 4.4-5.3cm, and 6.1 -6.6cm from the helix. The etfe coating was intact at these locations. Internal insulation abrasions were found under the svc shock coil at 17.3-17.8cm, 21.4-22.0cm, and 23.1-23.3cm from the helix. At 21.4-22.0cm from the helix, the etfe coating on one rv conductor was abraded.

Event description:
It was reported that the patient received inappropriate shocks due to noise. Externalized conductors were noted. The lead was explanted and replaced.